Event description:
The pump was returned for investigation. Investigation found that the display was dim and discolored and the buttons had tactile issue with contamination under the button contacts. This report is made based on the results of investigation completed on 11/18/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/18/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. The pump powered up to a dim and discolored display screen with auditory and vibratory features. The keypad cover was damaged. All the buttons responded intermittently and removal of keypad cover found contamination under the button contacts.